Manufacturer narrative:
Insulin pump received with cracked reservoir tube lip. However, insulin pump passed displacement test. No missing reservoir o-ring noted during visual inspection.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the connection with the reservoir of the insulin pump was broken and the ring was missing. The customer's blood glucose level was unknown. The insulin pump will be returned for the analysis.